Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, combined the reload but the stapler did not fire. The surgeon was able to press the green button and squeeze the handle.

Event description:
According to the reporter, during the procedure, combined the reload but the stapler did not fire. The surgeon was able to press the green button and squeeze the handle. The handle was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a stroke case of an 85-year-old female, an emboguard 87, 95cm balloon guide catheter (bg8795u, 0000144400) with a 132cm largebore catheter (ic71132ug, 30532067) would not go through the emboguard. Per the physician, the devices were set aside and another emboguard and lbc were used of the same size, and those worked. There were no surgery delays due to the reported events. The procedure was successfully completed. There was no patient injury reported. Additional information received indicated that the emboguard was also removed with lbc. Position was easily regained with new set up. The catheter was stuck before or the middle section of the device. There was no evidence of physical material within the device. There was no difficulty removing the devices from the patient. A continuous flush on the microcatheter was maintained. No excessive force was applied to the device the device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30532067 number, and no non-conformances related to the malfunction were identified. Impeded with loss of cerebral target position is a known potential product failure associated with the use of the device. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics and device selection may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.